Manufacturer narrative:
Spacelabs received the report from the customer for this issue on 7/29/16, however additional information was received on 8/19/2016 that changed the determination to a reportable event. Audible and visual alarm data was collected from the central station and analyzed for evidence of alarm indicators during episodes of all leads off. Findings from this data indicate that an audible alarm tone was initiated (as an alarm tone of higher or equal priority was not active) and that the waveform zone flashed for episodes of all leads off. Thus, per episodes collected during investigation, appropriate audible and visual alarm notifications were provided and the device performed to specifications. This investigation is considered complete and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2016, a telemetry patient experienced all leads off that did not generate an audible alarm at the central station. No one was injured as a result of this event.